Manufacturer narrative:
Upon device evaluation it was identified that the following device functions were not working: main lift, tilt, trendelenburg and level. The motor controller and a tilt drive was identified to have an error and will be replaced. Once further information are available from further investigation a follow-up report will be submitted.

Event description:
The customer alleged the operating table could not be leveled during a surgical procedure. No harm or significant impact to the procedure reported. This report was filed in our complaint handling system as complaint (B)(4).